Event description:
Pharmacist of the facility reported to baxter france of dehp free solution administration set in which pharmacist detected no flow of an unknown medication. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample from the same lot number is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was available for evaluation at the plant. The returned sample was received contaminated with no decontamination certificate; hence the sample was not evaluated and the defective sample was discarded. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.